Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05385. The pt was implanted with an ipg and two leads (from the same lot) on (B)(6) 2012. It was reported the pt had been experiencing itching over her entire body since being implanted. An allergy test was sent to the pt. Over time the itching subsided without the use of medication. No further complications have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.